Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy lateral decubitus the surgeon suffered a second degree skin burn due to the prolong use of the probe. No further information received.